Event description:
It was reported that cs300 intra-aortic balloon pump (iabp) had condensation related failure. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (investigation findings, investigation conclusion, type of investigation), h11. A getinge field service engineer (fse) checked the machine and performed the condensation removal procedure and functional tests with positive results to be sure but did not find any abnormalities. Diagnostic and functional tests performed. Functional tests performed with positive outcome. The equipment was returned to the customer for clinical use.

Event description:
Na.

Manufacturer narrative:
Updated fields: b4, e1 (contact person ¿ mfg site), g3, g6, h2, h11. Corrected fields: h3.

Event description:
N/a.